Event description:
It was reported that a pt underwent a surgical operation to remove an intra-uterine polyp on (B)(6) 2010. Two days after the procedure, the pt underwent an urgent re-operation in a different hosp and an intestinal lesion of the sigmoid colon was diagnosed. The intestinal damage was sutured and a temporary ileostomy was constructed. On an unk date, the pt underwent a procedure to close the ileostomy. There was no impact on the pt's reproductive capacity.

Manufacturer narrative:
(B)(4) - ileostomy. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.